Manufacturer narrative:
The customer had another occurrence of a questionable estradiol g3 elecsys result. The initial result from cobas e801 serial number#: (B)(6) was 05 pg/ml. The repeat result on cobas e801 serial number#: (B)(6) was 19.7 pg/ml. The repeat result on cobas e801 serial number#: (B)(6) was < 05 pg/ml. The repeat result from cobas e801 serial number#: (B)(6) was <5 pg/ml.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. No product issue was found. As this appeared to be an isolated incident, the issue is consistent with a sample quality issue or temporary contamination of a sipper nozzle.

Event description:
There was an allegation of a questionable estradiol g3 elecsys result from the cobas e 801 analytical unit serial number (B)(6). The initial result was <5.0 pg/ml.. The repeat result on the same instrument was 48 pg/ml. The repeat result on another e801 analyzer was <5.0 pg/ml. The repeat result on the original analyzer was <5.0 pg/ml. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The investigation is ongoing.